Manufacturer narrative:
Device failed displacement test with motor position encoder error alarm confirm in alarm history screen and motor error alarm noted during rewind due to motor encoder out of phase. No motion sensor test failure alarm noted. Unable to confirm excessive no delivery alarm due to motor error alarm. Device received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm, no delivery alarm, motion sensor test failure alarm, and a motor position encoder error alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.